Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a routine device check, the ventricular lead exhibited noise. The patient was asymptomatic and the noise was not reproducible. No intervention was performed and the patient would be monitored.

Event description:
New information on (B)(6) 2017 notes the asymptomatic patient's lead continues to exhibit noise leading to noise reversion and inappropriate auto mode switches. The noise was reproducible via isometrics. The device was reprogrammed and the patient would continue to be monitored.